Event description:
Loss of osseointegration, implant achieved osseointegration, mobility. Was inserted by the predecessor. In the dentist's opinion, a smaller implant would have been better. Implant #26 also had to be removed.